Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would not recognize the connection of the defibrillation therapy cable assembly. This issue reportedly occurred during a patient event; however, no additional information regarding the event or the patient has been provided. It is unknown if the patient suffered any adverse effects as a result of the reported issue.